Event description:
During laparoscopic btl, ethicon 8mm trocar was introduced, and the trocar did not release. The trocar lacerated the uterus. According to the or staff, the laceration was minor and was repaired. The pt was sent home as an out pt without an extended hosp stay as a result of the injury.